Event description:
Lifetime short interval count 16,534 and decreasing impedance reported. Due to oversensing (pm dependent pt), pacing rate was so low, patient was syncopal. Model 6936 was subsequently capped due to low impedance, sic 16,000, and pacing inhibition, and model 6933 was capped due to sensing difficulty.